Event description:
A customer reported to baxter (B)(4) of an extension set that was reported as "not sterile." The baxter customer service representative (csr) asked what the customer, who was the purchaser, what was meant as the product should be sterile by the nature of its use - the customer did not know. The baxter csr reached out to the baxter marketing manager for help and it was explained that the fluid pathway is sterile. The process step is prior to usage; therefore, there was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed and the product released met all specifications and no particular event during production or prior production could have contributed to the reported problem.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.